Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter lcd cover is cloudy, however this defect does not affect product performance. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No performance failure detected.

Event description:
Caller indicated the advance intuition was giving low results. Bg levels checked and results on intuition were 45mg/dl. Resident was given orange juice, and milk, and ate breakfast. The nurse retested and the results on the intuition were 38mg/dl. The nurse went to get a different meter and the results were in the 170's. This issue has happened on more than one occasion in the past several weeks. The resident did not have control solution for her meter. Test strips were not expired. Unable to find user error. Replacing product.